Event description:
The customer reported that the system experienced multiple errors, an immediate loss of system functionality and un-commanded shut downs. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation included inspection of system connections and power supplies, however no definitive cause could be determined. The system was tested and found to be working as intended and put back into service.